Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 2014 revision of the patient's left hip. In providing additional information for (revision of patient's left hip on (B)(6) 2020), rep provided the following information: "the first revision was done in 2014 where the liner and head were changed, I don¿t have any information on what was taken out unfortunately and I am unable to chase this up with the rooms...the cup, liner and head were explanted [ (B)(6) 2020]. However I don¿t have any additional info on the cup as it was implanted around 20 years ago and surgeon rooms couldn't give me any additional info, other than it was an abg ii cup. Liner that was removed was from 2014..." A communication in notes: "spoke to rep to confirm the details. Rep noted that there was a first revision performed on 2014. However, they are not able to get further information from the hospital or surgeon to confirm if stryker devices were explanted." However, the abg ii shell (shown with a liner locked into it) was not on the 2014 revision sheet. As stated by the rep, no further information will be released by the hospital or surgeon.